Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a sensor change, the ilet displayed ¿connect cgm or enter bg,¿ and the dexcom g7 menu showed ¿replace or stop sensor¿; the user re-entered the g7 pairing code into the ilet and bg values resumed displaying, with low-glucose alerts occurring during the event. Symptoms included hypoglycemia with a nadir of 55 mg/dl lasting about 45 minutes. Outcomes included self-treatment with oral carbohydrates (three glucose tablets and apple juice), no need for assistance, and no medical intervention. Investigation included agent-led troubleshooting to confirm the correct pairing code and cgm status, with resolution upon re-entry of the pairing code. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet that was corrected by re-entering the pairing code, consistent with a transient connectivity or pairing malfunction without hardware component damage. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable cgm-to-pump pairing failure.